Event description:
No blood glucose levels reported. The customer reported that the insulin pump had a crack on the display. An operation test and a self test on the insulin pump were completed normally. No additional information is provided.

Manufacturer narrative:
Insulin pump received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.